Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement, two (2) polarstem modular head for 21000662 broke upon impaction of the head. A piece of the tips broke off, neither piece entered the patient. The devices intended for use in treatment were not returned for investigation. A product evaluation was not possible. No batch number was communicated so the document history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 42 additional complaints over the past 12 months with similar failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 (B)(6),all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that during a thr, two (2) polarstem modular head for 21000662 broke upon impaction of the head. A piece of the tips broke off, neither piece entered the patient. Surgery was resumed after a non-significant delay, with a back-up device. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).